Event description:
During a sigmoid colectomy, a cs25 attached to an idrivec was fired. When completed, the anvil opened to release tissue, which revealed that the staples had stuck to tissue. The proximal and distal ring was incomplete. A leak test was performed and sutures were used to reinforce the entire anastomotic staple line. Subsequent leak tests were negative.

Manufacturer narrative:
The returned cs25 was visually examined and it was determined that the cs25 was fired across an existing staple line, which may have contributed to the event. The staple pockets on the cs25 showed that the staples hit the pockets correctly. The device was reloaded for testing purposes and performed as intended.